Event description:
Original equipment manufacturer (OEM) unable to complete preventative maintenance (pm) on 2 maquet cardiosave hybrid intra-aortic balloon pumps per the schedule set out by the OEM due to pm parts backorders. Specifically, the safety disks need to be replaced, but are not available. Equipment is supported (pm and repair) by OEM. Site has safety and regulatory concern due to missed maintenance for devices that are life support. These two devices are now more than 60 days past due. Taking all equipment out of service severely impacts ability of site to perform critical patient care. Vendor has chosen to leave equipment in service despite not completing all required pm tasks. Serial numbers: (B)(4).